Manufacturer narrative:
The device was evaluated by the manufacturer and the complaint was confirmed. The blade mount and driveshaft were replaced. The device was repaired and returned to the customer.

Event description:
During maintenance the saw became hot. There was no patient involvement and no adverse consequences reported as a result.